Event description:
The MFR received info from a third party service ctr alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service ctr for eval and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.